Event description:
The needle was used to sample the lesion on 3 times. After the third, the doctor had finished the procedure, but they needed to get the sample out of the needle. The red handle grip had come loose from the shaft of the needle handle. This exposed the body of the needle itself near where it attaches to the grip. They could not reattach the grip, so the doctor pulled the needle completely out of the handle and removed the sample. Hence the needle is in two pieces. No part of the device remained inside the pt. The pt did not require any additional procedures due to this occurrence. No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
There were no echo-hd-25-c devices of lot # c737768 in stock at the time of the complaint investigation. As the device has not been returned for evaluation, the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The complaint stated that: "the needle was used to sample the lesion on 3 times. After the third, the doctor had finished the procedure but they needed to get the sample out of the needle. The red handle grip had some loose from the shaft of the needle handle. This exposed the body of the needle itself near where it attaches to the grip. They could not reattach the grip, so the doctor pulled the needle completely out of the handle and removed the sample. Hence the needle is in two pieces." Prior to distribution, all echo-hd-25-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for echo-hd-25-c devices of lot c737768 did not reveal any discrepancies that could have attributed to this issue. The 2 year complaint history has been reviewed and the occurrence of this complaint type is low. Complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time. From the information provided, a foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.